Manufacturer narrative:
(B)(4). The returned guide wire had its coil wire elongated for approximately 31cm from the proximal solder designed to be at 50mm from the wire tip. The underneath inner coil wire was exposed for approximately 40mm form the proximal solder. The inner coil wire was microscopically observed. It found that the inner coil wire was fractured by tensile stress. At approximately 9mm from the proximal end of the inner coil wire (approximately 49mm distal to the proximal solder), the core wire was found fractured. The microscopic observation of the core wire found that the core wire was twisted and deformed by excess torsion. The coil wire was also microscopically observed. The end of the elongated coil wire showed a cut-surface made during manufacturing process and a trace of soldering; the coil wire was detached from the tip solder. Based on the above measurement, it was concluded that the guide wire (both core wire and inner coil wire) was fractured at approximately 1.5mm from the wire tip including the tip solder. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that the torsion exceeding the product design limit was inadvertently applied while the wire tip was being trapped by the heavily calcified cto. It was presumed that accumulated torsion led the core wire to become fractured first, and then tensile stress applied along wire removal contributed to elongation of the coil wire, separation of the inner coil wire and eventually detachment of the coil wire. There was no indication of product deficiency. Instructions for use states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became fractured during a ppi to treat a heavily calcified cto in the right sfa. The guide wire was advanced with support of an asahi penetration catheter in an attempt to cross the cto when the guide wire became stuck in the lesion. The penetration catheter was advanced peripherally as far as it could go and the guide wire was removed when the distal segment of coils was found elongated and the wire tip became separated in the lesion. Multiple guide wires and microcatheters were advanced to the lesion to resume the ppi. A stent was deployed to embed the separated wire tip as well as to successfully reestablish the blood flow. The patient sfa was hemodynamically fine after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.